Event description:
It was reported to philips a shutter failure. System was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimator was not opening. Upon inspection, the fse determined that the bedside control module of 7m20 was damaged and could not control the collimator beamer. The fse replaced the control module and collimator. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.